Manufacturer narrative:
Product ID, 8780 serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's pump and catheter were removed due to infection. Six days later, it was reported that the infection site was the surgical incision made for the catheter. It was also noted that after the explant, the patient went without a pump until (B)(6). The drugs used in the system were dilaudid and compounded baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.